Event description:
Boston scientific received information that during implant of this system, this lead was exhibiting pacing impedance of 670 ohms with good sensing and measurements. However, when this lead was connected to the associated device, high voltage impedance was greater than 125 ohms in triad configuration. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations and reminded the caller that the high voltage impedance will be greater than 125 ohms if the led remains programmed to triad configuration. The consultant informed the caller that they will need to reprogram the lead configuration. No other adverse events have been reported. This product issue will be updated if additional information is received.